Manufacturer narrative:
The customer reported that they got "no shock delivered" messages while attempting to cardiovert a patient. They were using external paddles and were attempting to deliver energy over a clear plastic adhesive dressing. Once they removed the clear plastic dressing, the energy was delivered and converted the patient. The involved patient subsequently died, but the customer has stated that the device was not a factor. The patient had a very complex congenital heart condition and the decision had been made to stop resuscitation efforts. The hospital biomedical engineer evaluated the involved defibrillator and reported that the device passed all testing. The device was performing to specifications. External paddles need to be placed directly on the patient's chest. This was a use issue. There was no malfunction of the device.

Event description:
The customer reported that they got "no shock delivered" messages while attempting to cardiovert a patient. They were using external paddles and were attempting to deliver energy over a clear plastic adhesive dressing. The involved patient subsequently died, but the customer has stated that the device was not a factor.